Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR.# 9616680-2011-00412.

Event description:
It was reported that, "the patient had a revision tha due to an osteolysis on (B)(6). During the surgery, the surgeon noticed that there was a lot of granulation tissue (about 90gm) around the hip joint. He remained the citation stem and the vitalock talon shell and revised the head and insert." The surgeon requested a wear analysis on the insert.